Manufacturer narrative:
E1. (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope exhibited poor image quality (grid-like horizontal stripe noise constantly appears in the upper right of the image). The issue was found during set up. There were no reports of patient harm.